Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: strip issue and user's test strip had a poor storage. Manufacturer tried to contact customer for knowing whether is not longer experiencing the symptoms;on initial phone call customer was encouraged to seek medical attention, customer refused to seek medical attention; unable to make contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl to 120 mg/dl. The customer reported symptoms of dizziness and nausea. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently taking insulin to manage diabetes. On (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 165 mg/dl. Then, the customer administered insulin and retested her blood glucose and produced test result of 69 mg/dl. After, the customer drank a shot (15 grams) of fast acting glucose and retested her blood glucose and produced test result of hi. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/29/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).